Event description:
It was reported that the balloon ruptured. A 4.00mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use to treat stenosis for peripheral arterial occlusive disease. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.

Event description:
It was reported that the balloon ruptured. A 4.00mm x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use to treat stenosis for peripheral arterial occlusive disease. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a ranger sl drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 4.1cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.